Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended changing out the generator and performing general preventative maintenance to possibly resolve the issue. The customer responded and noted he was no in front of the equipment at the time to troubleshoot. But he did note that the issue has been occurring for ¿some time¿ and may be occurring in multiple rooms. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the image on his olympus evis exera iii video system center goes out when another manufacturer¿s generator is activated during a diagnostic procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. Three attempts were performed to obtain additional information, but no response was received. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. Based on the results of the investigation the root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.